Event description:
It was reported that during repositioning of the dislodged atrial lead the ventricular lead moved. It was repositioned but when inserted in the ventricular connector a loss of capture occurred. When testing the ventricular lead in the atrial connector, it worked. Therefore, the pulse generator was replaced.

Manufacturer narrative:
No medwatch form was received.